Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no issues that would have resulted in this complaint were found. The product evaluation visual inspection revealed the head of the connection screw is broken off and was not sent back for investigation. Threaded remainder of the screw is jammed in the handle. Not all relevant dimensions can be verified anymore because the broken fragment was not sent back for investigation and as the thread is jammed in the handle. Therefore this complaint is indeterminate from a manufacturing standpoint. From the complaint description, it is not possible to determine the static/fatigue loading on the attaching screw nor the amount of times the attaching screw might have been used before the failure, or if it was cross threaded. The design was evaluated and deemed adequate, therefore the complaint is invalid.

Event description:
It was reported that during a distal tibia fracture connecting screw broke when the tech was setting up on the back table. The surgeon used other instruments and completed the procedure. The complained instrument never had any contact with patient, so no harm to patient or no extension of time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is (B)(4) 2012. Placeholder.